Event description:
The following information was provided by the initial reporter: according to the customer report, no issues were observed when the drug was dispensed from the pharmacy; however, during administration, liquid leakage occurred from the connection surface of the infusion adapter and the side of the infusion bag. Contaminated with 5% glucose (non-cancer drug). Additional information: q: is there any damage to the spike connector or IV bag? A:none. Q:what brand of IV bag was used? A:sent today, not confirmed. Q:is lot information available? A:not available. (They have been destroyed.) Thank you for your cooperation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.